Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized with diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was over 600 mg/dl. Customer reported symptoms of high blood glucose readings, chest pains and weak and lethargic feeling. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was also performed and passed. It was noted that the customer had a motor error alarm, however they were able to complete the rewind. Customer's blood glucose reading at the time of the call was noted to be 277 mg/dl. Customer was advised to discontinue the use of the insulin pump and it will be replaced.